Manufacturer narrative:
The remote service engineer spoked with the biomed and troubleshooted the issue. It was determined that the power board needed to be replaced. The device was sent to the bench where parts were replaced. At bench the technician tested the device and showed all ordered parts were installed into the unit, unit was then reassembled and connected to a host monitor. Unit shows no inops. During testing and verification unit passed all microstream performance test. Based on the information available, the cause of the reported problem was the power board. The reported problem was confirmed. The parts were replaced and operating per specification. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue microstream extension indicating that the mx450 monitor has red error and stays red without sound. The device was in clinical use at time of event, there was no adverse event reported.